Manufacturer narrative:
Product event summary: two batteries were returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via log files with critical battery alarms and occurrences of non-consecutive premature controller - battery switching events around the time of the reported event. These events could also be related with the patient¿s use pattern or due to a communication error between the controller and the battery. These batteries did show alarms and switching events within the analyzed period. Analysis of the devices revealed that the device met specifications; the devices passed visual examination and functional testing. Also, the devices were related to the reported event. There is evidence to suggest that a devices malfunction caused or contributed to the reported event. The most likely root cause of the failure is communication error between controller and battery which likely contributed to the event. An internal investigation was opened to evaluate these types of issues. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: battery (B)(4), expiration date: 2015-05-31, return date: 2015-08-31, mfg date: 2014-05-31.

Event description:
It was reported that the controller displayed a critical battery alarm while being connected to fully charged batteries. Two batteries were replaced. No patient complications have been reported as a result of this event.